Event description:
Umbilical arterial catheter was being removed by rn. It appeared that all of cath was removed. Stump was bleeding. Pressured applied. Bleeding continued. Md notified and aproximately .5cm of cath was out of stump. Catheter removed. Pt had 5-10 cc transfusion. No acute circulatory or respiratory comrimised.